Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as a ¿black spot¿) was found near the tip of the needle of a bd insyte¿ peripheral IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. 1 photo was returned for investigation. Black fm was observed in the returned photo. 1 actual sample was returned for investigation. Our quality engineer inspected the returned unit and confirmed the reported observation of foreign matter. The actual sample was subjected to visual inspection. Soft, brown particles fm was observed on the catheter of the returned sample. The fm was found to be blended into the clear and transparent material. The soft, brown particles were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the soft, brown particles had matched the spectrums of silicone and polypropylene. The silicone peaks present in the sample spectrum could not be determined whether it was from the cannula coating or the sample itself. Polypropylene is a thermoplastic polymer commonly used in plastic parts, containers and laboratory equipment. Polypropylene is used in the manufacturing of the needle cover. However, the needle cover is found to be made of transparent material while the particles were found to be brown. A communication will be conducted to all manufacturing personnel on proper housekeeping procedures to reduce possible fm occurrence within the manufacturing facility. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional corrective action, resources will be assigned at that time.